Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed, and a root cause could not be determined.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during drain 1 of 7 on the homechoice machine (hc). The technical service representative (tsr) advised the nurse they will need to restart with new supplies. The nurse was contacted on (B)(6) 2011. The nurse stated that the home patient did not develop any adverse reactions or require any medical intervention. The nurse stated the home patient is currently performing therapy without any complications. The nurse stated that this was an isolated event. The nurse stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.